Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 10:30 am with blood glucose over 349 mg/dl. Customer reports they feel okay to troubleshoot. Customer was hospitalized because of high blood glucose reading. Customer did not have symptom. Customer was treated at the hospital. Customer high blood glucose reading started two days ago. Customer current blood glucose was 111 mg/dl. Customer blood glucose at the time of the incident was 360 mg/dl. Customer was wearing the pump at time of hospitalization. The hospital name was (B)(6) hospital. Customer cannot recall the name of the hospital. Infusion set was changed on (B)(6) 2017. Customer already check for air bubbles and leaks. Customer did not mention if there was bent cannula. Drive support was normal. High pressure test passed. Customer stated the insulin pump setting was incorrect. Insulin pump will not be returning for analysis.